Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (bg value not provided). System check was performed with tandem technical support. No device issues were identified. Recommendation was made for customer to consult with a healthcare provider. Customer's current bg at time of report was 160 mg/dl.